Event description:
Had contacted tandem on day of warranty end ((B)(6) 2025) and made them aware of insulin pump randomly dying intermittently. They had told me to update the software and if I could not then they would replace the pump but when went to do it, it said I could not update software due to pump being too old. They had then told me today that they still will not replace the pump as I cannot prove that it has been having issues since they will not look back at battery life prior to a week to date. This may lead to me being hospitalized in a life-threatening condition due to working on field and not always having access to power for charging. Had explained that to them but they will still not do anything to compensate me for any issues and the fact that I have had a technical support rep straight up lie to me about being able to update software.